Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a novasure procedure on (B)(6) 2025, a physician reported that the device was seated, initially experienced failed cavity initial assessment but later passed. Post ablation the physician was happy with the results and went to do a planned laparoscopic tubal removal. Upon examining the uterus, she noticed 2 uterine perforations on the left and right side of the uterus at the fundus. Perforations were white and both required bipolar diathermy and hemostasis. Physician removed the tubes as planned and a bowel check was performed to rule out any injury to the bowel. No other injury was observed. Patient received antibiotics and was discharged. Patient was seen again and she was doing well.